Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lv lead dysfunction with loss of capture on the lead and device and worsening of heart failure was seen. Lv lead impedance was in normal range. A problem with the dipole connection was detected. The patient was hospitalized. Surgical examination of the lead and the connection with the device was done. Stimulation vector has been reprogrammed.